Manufacturer narrative:
The company name and the address of the initial reporter were recorded in (B)(6). The electronic 3500a application would not allow entry of the (B)(6) characters to enter the initial reporter contact information. Beckman coulter inc. Assessment of customer supplied instrument assay performance data indicated that the referenced ue3 quality control (qc) issues had been occurring prior to the introduction of the questioned reagent lot. Frequent calibrations and qc outliers had been generated with previously loaded reagent lot(s) as well. Beckman coulter inc. Requested additional instrument related information to investigate the cause of the event, however the additional information was not provided by the customer to date. No root cause can be determined with the data supplied for this event.

Event description:
The customer reported that erroneous unconjugated estriol (ue3) results were generated on an access 2 immunoassay system for an unspecified number of patients. The customer indicated that they experienced decreasing multiple of median values for ue3 patient results as part of their trisomy screening. This caused more false positive screening results to be generated. Ue3 patient result comparisons between (B)(6) 2011 to (B)(6) 2012, demonstrated a twenty percent decrease in ue3 results between these two time periods. The customer also indicated that since introducing a new ue3 reagent lot, they were having erratic calibration results, calibration result outliers and low end imprecision. Patient ue3 results associated with this event were released from the laboratory however there have been no reports of death, serious injury or modification to patient treatment associated or attributed to this event. No actual patient results, specific patient information or sample collection/handling was provided by the customer.